Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility, the nursing assistant was assisting the resident to transition from sitting on the edge of the bed, to laying down in bed. With one arm behind the resident supporting her back and one arm under the resident's legs, she lifted the resident's legs off the floor. The nursing assistant stopped and lowered the resident's legs back to the floor when the resident yelled out. The nursing assistant noted blood and identified the skin tear to the resident's right lower leg.

Manufacturer narrative:
Joerns is sending the report to the MFR.